Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v802403, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information received later indicated that patient was still having concerns regarding their device or therapy but had not soughed further help.

Event description:
It was reported that patient was not urinating right and her neurostimulator (ins) was not working right since (B)(6) last year when patient tried adjusting .it was indicated that patient was looking for healthcare provider to take it out. It was noted that it did not help. It was also reported that patient had swelling that started one month after implant. It was indicated that they gave her water pills and was not taking the swelling down. It was reported that it was not water, it caused by ¿this thing" in her. The patient was sick to her stomach, which had been going on and off and does not know if it was related to device. A follow-up report will be sent if additional information becomes available.